Event description:
Patient was treated for laser hair removal under arm and reported a burn post treatment. Parameters used for the treatment: (patient's condition in the treatment area before the treatment, settings used during treatment): stamp, 11 joules, 80ms, 3.0hz on left underarm; 7 joules, 80ms, 3.0 hz on right underarm. This was the client's 6th treatment. She had been treated previously with a different lhr device. Tx history: tx 1: (B)(6) 2025; tx 2: (B)(6) 2025; tx 3: (B)(6) 2026; tx4: (B)(6) 2026; tx 5: (B)(6) 2026; tx 6: (B)(6) 2026. Patient's treatment endpoint immediately after treatment: minimal redness 15 minutes post on one underarm. Did patient experience any discomfort (burning sensation, excessive heat, shock, pain) during treatment? Yes, pain. Post treatment care: customer advises no products out of the norm and no changes were made to aftercare on the last treatment. Other patients have been treated with the same system with no issues. System was retrieved and evaluated for malfunctions and none were identified per the manufacturer. Treatment parameters and patient generalities are being evaluated internally and conclusion will be submitted in a follow up report.